Event description:
A customer reported an unspecified sensor error message with the adc device, and was therefore unable to obtain readings. As a result, the customer experienced a loss of consciousness and had contact with a healthcare professional who and provided a glucagon injection for treatment. A blood glucose result of 2.2 mmol/l was also obtained on a healthcare meter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful.the sensor was found to be in sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful. Performed visual inspection on the returned sensor and no abnormalities were observed. The sensor data was reviewed and data analysis is consistent with the removal of a properly applied and functioning sensor. Therefore, this issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Section d4 (serial number) was updated (B)(6) based on returned product download. Section h4 device mfg date updated from 07/27/23 to 6/1/2023. Section d4 unique identifier # added (B)(4).

Event description:
A customer reported an unspecified sensor error message with the adc device, and was therefore unable to obtain readings. As a result, the customer experienced a loss of consciousness and had contact with a healthcare professional who and provided a glucagon injection for treatment. A blood glucose result of 2.2 mmol/l was also obtained on a healthcare meter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified sensor error message with the adc device, and was therefore unable to obtain readings. As a result, the customer experienced a loss of consciousness and had contact with a healthcare professional who and provided a glucagon injection for treatment. A blood glucose result of 2.2 mmol/l was also obtained on a healthcare meter. There was no report of death or permanent injury associated with this event.